Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included migraine. Concurrent conditions included sciatica. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash papular ("rashes or skin conditions type: skin rash with red bumps"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced sciatica ("sciatica"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash papular, migraine, fatigue, weight increased and sciatica outcome was unknown. The reporter considered abdominal pain, fatigue, migraine, pelvic pain, rash papular, sciatica and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter essure removal. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received event " sciatica" was added. Patient aka name was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included sciatica. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash papular ("rashes or skin conditions type: skin rash with red bumps"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash papular, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, migraine, pelvic pain, rash papular and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter essure removal. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs received : reporter information updated; event ¿injury nos¿ was updated to pelvic pain. New events - abdominal pain, sciatica, migraine headaches, rashes, fatigue, weight gain, device monitoring procedure not performed. Patient demographic added, essure lot number and removal date added. On 31-jul-2019: pfs received : patient demographic added, event rash was updated to rash papular. Follow up 2 and 3 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included sciatica. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash papular ("rashes or skin conditions type: skin rash with red bumps"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash papular, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, migraine, pelvic pain, rash papular and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter essure removal. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included migraine, cystostomy, peritoneal adhesions, uterine adhesions, multiple cesarean sections, bradycardia and enlargement uterine. Physical examination, x-rays, urinalysis, blood work, cat scan. Impressions: serious potential etiologies considered and unlikely. Re-examined at the time of disposition with improvement. Concurrent conditions included sciatica (not recovered prior to essure), obesity, ovarian cyst, dyspareunia, chronic cervicitis, hemorrhagic cyst and bleed in luteal cyst. Concomitant products included fentanyl citrate (narco) and loratadine (lortab) for pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash papular ("rashes or skin conditions type: skin rash with red bumps"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced sciatica ("sciatica"), rash erythematous ("rashes or skin conditions type: red"), rash ("rashes or skin conditions type: irritating skin rash") and dermatitis allergic ("allergy -rash and skin condition"). The patient was treated with surgery (hysterectomy with right salpingo- oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash papular, migraine, fatigue, weight increased, sciatica, rash erythematous, rash and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, fatigue, migraine, pelvic pain, rash, rash erythematous, rash papular, sciatica and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter essure removal. Current weight 180 lbs. Received treatment for pain-pelvic/abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Computerised tomogram pelvis - on an unknown date: postsurgical changes of tubal ligation noted. Cystic changes of the bilateral ovaries are evident with the largest cyst in the right ovary measuring 2.5 cm likely reflecting a functional ovarian cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Events per pfs: rashes or skin conditions type: red and skin rash ,allergy -rash and skin condition were added. Follow up 7 and 8 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.